Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software intermittently did not function as intended. Tandem technical reviewed the pump data and determined the sleep activity setting was staying on longer than intended. Customers blood glucose (bg) level was 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.